Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing. Technical services (ts) was consulted and explained the undersensing was falling into blanking; the episode happen in the ventricular tachycardia (vt) monitor zone. Atrial tachy response (atr) events were noted. Programming options were discussed. The device remains in service. No adverse patient effects were reported.